Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for high blood glucose. The blood glucose reading reported was 128 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The high pressure test was not performed because the customer did not have a tubing clamp.